Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was answered with limited information. Potential causes of the reported issue are bio-incompatibility of tool or implant, patient contraindicating conditions, using an incorrect tool, migration, severe force applied to the implant, excessive twisting or stretching and inadequate fixation. However, the clinician did not anchor the device according to the IFU as they did not knot or coil the lead. It was only sutured down in the tissue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to inadequate fixation as the clinician did not knot and coil the lead (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported their body was not accepting the implant. Additionally, they reported chills and cramps. However, cramping was usual for the patient before the implant. Infection was ruled out and an explant procedure was performed on (B)(6) 2023. The patient is doing better after the explant procedure.